Manufacturer narrative:
A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed from 2009 to 2014. It is unk if the facility performed any other preventative maintenance on this bed. No further info is available on the repair of the bed at this time. The investigation is ongoing, however if any additional relevant info is identified following completion of the investigation, the additional relevant info will be submitted in a supplemental report.

Event description:
Hill-rom received a report from the account stating the left head side rail would not latch. The bed was located at the account. There was no pt/user injury reported. (B)(4).